Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection revealed no anomalies. The tr band was leak-tested by being injected an air of 18ml with a factory retained tr band inflator and submerged in water. A leak was found at the air injection port. The one-way valve was disassembled for further inspection. A transparent foreign substance was found to be adhering to the air-sealing part. From this, it is likely that the actual tr band device air-tightness performance deteriorated, and leaked due to the foreign substance being caught in the air-sealing area of the one-way valve. Qualitative analysis by ft-ir of the foreign substance found that it had a peak which was very similar to that of nylon. The adjustable fastener of this product is made of nylon. A review of the device history record and the shipping inspection record of the involved product/lot# combination confirmed that there were no findings. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based on the investigation results, it is likely that the actual tr band sample became deteriorated in its air-tightness performance due to a foreign substance (nylon) which had got into the air injection port of the one-way valve and caught in the air-sealing part between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. As a possible cause of the foreign substance having entered the air injection port, the following scenarios can be inferred. During the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some point after the visual inspection and before the actual use, the fragment got into the air injection port. After the product was unpacked, a foreign substance (nylon) got into the air injection port due to some factor(s). From the available information, however, the route through which the foreign substance (nylon) got into the air injection port cannot be determined definitely. The one-way valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is a foreign substance adhering on the air-tightening part, it generates a space, resulting in an air leak at the space. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported an issue with the valve of the balloon on the involved tr band device. The balloon immediately deflates after having placed the band. Another band was used. It was reported that there was no clinical consequence. The patient did not suffer from blood loss but the patient had a hematoma the next day, a quite consistent without biological disturbances but it was painful and embarrassing for the gestures of the daily life. The procedure outcome is unknown. The final patient impact is unknown.